Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer. The device was return for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was kinked at approximately 110mm proximal of the proximal balloon bond. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 6.00mm/ 90cm/ 2.0cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 6.00mm/ 90cm/ 2.0cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The procedure was completed with a different device. No patient complications were reported.